Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited noisy signals, diaphragmatic oversensing, and high, out of range shocking impedance measurements (>125 ohms). Defibrillation threshold (dft) testing was performed to verify the integrity of the system, which produced shock impedance measurements of 115 ohms. At this time, there is no further planned intervention. Patient will continue to be monitored. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed where upon removal of the right ventricular (rv) lead, calcification was determined to be the cause of the previously reported issues. It was noted that the gore was completely encased in calcium. The rv lead was successfully explanted and replaced. The implantable cardioverter defibrillator (ICD) was also electively explanted during the procedure. No additional adverse patient effects were reported.